Event description:
At 1400, the bedside rn found that the lumen of the brown distal line of the patients mac introducer was cracked. This was found when the bedside rn attempted to flush the distal line and the saline from the flush leaked through the crack in the line. The rn had previously accessed this lumen at 1200 with no issues. The line was removed the next day.